Manufacturer narrative:
The product has been returned for analysis; however, the analysis is not yet completed. Upon receipt of the evaluation results a supplemental report will be submitted with the investigation findings. The device service history record review has not been completed. When the results have been received they will be included in the supplemental report.

Event description:
It was reported that while monitoring a patient during a lap chole surgery there was a blood pressure reading discrepancy. There was a difference of 30mmhg between the clearsight product and the nibp (non-invasive blood pressure). When the discrepancy was observed with the clearsight product, the clinician discontinued use of the system. There was no harm or injury to the patient.

Manufacturer narrative:
One ev1000ni heart reference sensor was received for product evaluation. The examination found that when the product was tested, per the final acceptance tester (fat), that the product passed the test on three separate occasions without any error messages noted. All results were normal. The ft2 calibration test was completed and the product failed the test. An x-ray was performed and it was found that there were open traces on the internal flat flex cable. The flat flex cable connects the dpt sensor to the printed circuit board inside the hrs unit. The damage is consistent with the product being twisted or strained during use. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported complaint was confirmed by evaluation. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the issue. The operators manual pn 157811 appendix e states the proper handling of the product by the end user. Corrective and preventive action has been generated to address this issue.